Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to light guided (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions resulting humidity invaded lg-lens which led to corrosion. Additionally, the it¿s presumed the reprocessing steps recommended in IFU were not performed properly due to device nonconformity which caused remained the foreign material in/around the forceps elevator. The event can be detected and prevented by following the instructions for use (IFU) which state: chapter 3 preparation and inspection. Reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were unable to be confirmed. During the device evaluation it was observed that due to a cut on the bending section cover, water tightness was lost. Additionally, it was observed that there was decreased light output due to a broken component. Upon further inspection, it was observed that the forceps elevator had yellowish-brown foreign material that could not be identified. Also, it was observed that the inside of the light guide lens was dirty. As a result of this dirt on the lens, the illumination was uneven. These findings were due to insufficient cleaning or handling of the scope. It was observed that due to damage on the knob pipe, there was a loss in water tightness. Additionally, due to deformation of the electrical connector, there was also a loss in water tightness. It was also observed that the adhesive of the bending section cover was detached. It was observed that the connecting tube had buckling. It was also observed that switch 1 and the universal cord had a scratch. It was observed that the bending angle in all directions did not meet the standard value due to wear of the angle wire. Also, it was also observed that the play in all directions was out of standard value due to wear of the angle wire. It was also observed that the light guide bundle was slipping down. Lastly, it was observed that the plastic distal end cover was shaved. Lastly, scratches were observed on the following unit components due to a handling problem: control unit, universal cord, video cable, electrical contact of the video connector and on the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the duodenovideoscope bending section cover had leakage. Additionally, it was reported that there was low light and minor wrinkles on the insertion tube. The reported issue occurred during maintenance of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the forceps elevator had foreign material and the inside of the light guide lens was dirty which, are reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.